Event description:
It was reported that the customer had high blood glucose levels of 425 mg/dl. The customer treated with a bolus from the insulin pump and a manual insulin injection. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. It was reported that the insulin pump passed the high pressure test. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.